Event description:
As reported by the user facility: customer informed (B)(6) health authority (B)(6). The pump was placed into standby and after a time staff noted that the pump was "free flowing" fluid to the pt. The infusion line was disconnected from the pt and staff noted that the fluid was dripping from the end of the line. Biomedical engineering quarantined both pump and set from the ward concerned. Upon initial examination, the reported problem was confirmed by biomedical engineering who also noted that fluid was running from the end of the line with the pump in standby mode and the roller clamp open (approx. 2ml in 21 seconds). When the door to the pump was opened, the set was observed to be twisted. The customer has returned the pump, the line drained of noradrenaline, pole clamp (B)(4), and one power supply.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The function and the delivery accuracy was found to be within specification when device was tested with a correct inserted disposable in our quality laboratory. As stated already in initial info by the customer, the problem was due to user error during insertion of the disposable into the pump (twisted line), not following the 'IFU'.